Manufacturer narrative:
Batch review performed on 29 october 2021. Lot 150872: (B)(4) items manufactured and released on 07-july-2015. Expiration date: 2020-may-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose patella and the cause of the loose patella is unknown. At 6 years and 3 months after the primary surgery, the surgeon revised the patella and the surgery was completed successfully.